Event description:
Customer called to inquire about the effects of working with cedex solution due to the physical symptoms customer has been experiencing. Customer has worked in the endoscopy area for the past 4 years and approx 1 yr ago, customer began to notice that both forearms were itching, lasting 1-2 days. Customer has sensitive skin and allergies and thought it was related to a change in laundry service. Approx 1 mo ago customer noticed that while at work she had nasal stuffiness, runny nose and burning eyes and would take drixoral to eliminate the symptoms. The day before customer's call, customer experienced tightness in the chest, difficulty breathing and itching forearms. No problems were found when customer's chest was listened to in employee health. Employee health diagnosed the skin condition as contact dermatitis and kenalog ointment was prescribed. Although personnel generally wear a physician gown, gloves and goggles, yesterday customer was wearing only gloves and goggles while in the area 1.5 hrs. The recommended personal protective equipment was reviewed and a copy of the material safety data sheet was faxed. It was recommended that customer review this info with her suprevisor and take the material safety data sheet with customer to any physician visits related to this condition. During followup conversation, customer revealed receiving prescription entex la at night and floranase nasal spray in the morning. Customer received an injection of celestone and an inhalor for when needed.